Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The patient's mother reported her daughter experienced an allergic reaction when using the g6 sensor. The patient was evaluated at a hospital and prescribed topical steroid cream. The date and location of the sensor insertion was not documented. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.